Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 j-loop micro ext set, 7 day leaked during use. The following was reported by the initial reporter: "we have a box of smartsite j-loop extension sets (lot number (10) 18065379). We have had at least 3 of the ports leak during use. Once attached to the patient fluid and blood leaks out of the port and needs to be replaced. This usually happens after they have been breached by a needle. This definitely has not occurred as it has been happening as soon as they are opened."

Manufacturer narrative:
H.6. Investigation: a 20021e7d sample was not available for investigation of this feedback; however the customer indicates that leakage of blood was identified from the piston of the smartsite following initial connection of the product. The customer provided a photograph of the affected sample; however no obvious manufacturing defects or damage were visible, which may have contributed to the observed leakage. A review of the production records for lot 18065379 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. H3 other text : see h.10.

Event description:
It was reported that 3 j-loop micro ext set, 7 day leaked during use. The following was reported by the initial reporter: "we have a box of smartsite j-loop extension sets (lot number (10) 18065379). We have had at least 3 of the ports leak during use. Once attached to the patient fluid and blood leaks out of the port and needs to be replaced. This usually happens after they have been breached by a needle. This definitely has not occurred as it has been happening as soon as they are opened."